Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure, this pacemaker which was standard programmed into a bipolar lead configuration, was connected to an unipolar right ventricular lead, at which time no pacing was delivered. A slow escape rhythm was exhibited during the non-pacing period; no other adverse patient effects were reported. The device was then reprogrammed to its unipolar setting and pacing resumed as intended and confirmed, fully functional. Boston scientific technical services stated the device was functioning as designed and all labeling had been updated to reflect the nominal pace/sense configuration change of this device model for its intended geography. This device remains implanted and in service with no other reported anomalies.